Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture.

Event description:
This is a non-us event. This occurred in canada. Consumer reported via e-mail that upon removal of an unspecified number of tampons, the string separated from the pledget. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.